Manufacturer narrative:
The wrong product was referenced in the instrument log review in field h10 of the initial report. Please refer to the following instrument log review for the reported instrument: a review of the instrument log for the cadiere forceps (470049-07/n11200224 0197) was performed. The instrument was confirmed to have been used on system sk3164 on 05-march-2021, and the alleged event occurred on the 4th use. Furthermore, the instrument was used once after the alleged event on system sk3164 on 25-mar-2021. Therefore, the instrument was used in subsequent procedures after the alleged event reported on this record.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the cadiere forceps (470183-14/ (B)(4)) was performed. The instrument was confirmed to have been used on system (B)(4) on (B)(6) 2021, and the alleged event occurred on the 4th use. Furthermore, the instrument was used once after the alleged event was reported on system (B)(4) on (B)(6) 2021. Therefore, the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the cadiere forceps instrument wrist was broken. A fragment was retrieved during the operation. The procedure was completed with a third party instrument, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient-related information for this event. On 20-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the customer inspected the instrument prior to use. The instrument was used for approximately one hour, and the cadiere forceps was being used to grasp tissue. The surgeon noticed functionality issues with the instrument prior to the breakage. The instrument was not uninstalled from the arm before the issue. The instrument did not collide with any other instruments or other hard material during the procedure. The fragment was retrieved with third party forceps, and all fragments were retrieved successfully. No surgical procedures were required to remove any fragments. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.